Event description:
It was reported that an ilet did not charge after the battery was fully depleted; when placed on the charging pad the indicator showed solid green and the device powered on but presented a ¿charge ilet now¿ alert, and troubleshooting determined the device had not been seated properly on the charger. Symptoms included a very low battery condition without reported adverse clinical effects. Outcomes included user education on correct charger alignment and uninterrupted charging until sufficient charge was achieved. Investigation included phone-based troubleshooting and user guidance. Investigation of this case revealed improper placement on the charging pad leading to ineffective charging. It was concluded that the device functioned as designed and that user technique caused the event.